Manufacturer narrative:
Concomitant medical products: 6721m-50 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received inappropriate shocks. The right ventricular (rv) lead exhibited oversensing and noise. The lead remains in use. No further patient complications have been reported as a result of this event.